Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 40 mg/dl due to the insulin pump over-delivery; the customer stated that the device would deliver micro-boluses. The patient treated with food and brought their blood glucose up to 167 mg/dl. The customer has experienced low blood glucose values more frequently since starting insulin pump therapy. During troubleshooting the customer confirmed that their insulin pump programming was accurate. The reservoir also showed the same amount of insulin as shown on the status screen. The customer was advised to monitor their insulin pump and blood glucose values. The insulin pump was not returned for analysis.